Event description:
The event is reported as: breakage of a clip into two pieces occurred during application of the clip to the vessel. The broken pieces were retrieved from the pt's body. No pt injury reported.

Manufacturer narrative:
Product has not yet been received by MFR for evaluation, therefore, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.